Event description:
During a vari-lase procedure, a piece of the dilator separated and remained in the patient's leg. Surgery was performed to remove the dilator from the patient's leg.

Manufacturer narrative:
Manufacturer's root cause investigation concluded user error as the probable root cause of the reported event. The vari-lase procedure kit instructions for use instructs the user to "remove the wire and dilator and flush the introducer sheath or catheter using standard technique" prior to performing the laser treatment. Additional information obtained by the manufacturer confirmed that the physician did not remove the dilator from the sheath prior to treatment.